Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
The customer contacted baxter's (B)(4) regarding needing assistance with therapy, which occurred on the homechoice during use, the home patient (hp) was not connected at the time. The hp stated that they were using the compact exchange device (cxd) on the heater bag and did not use a blue clamp and some of the fluid leaked out and onto the patient line. The baxter technical service representative advised the hp that they should start over with new cassette and bags. The hp would start over with new supplies. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found during last fill. Use error was the cause for this complaint. This complaint was not confirmed. Ped 6 for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.